Event description:
It was reported that during an open pancreatectomy, the firing knob was stuck at the distal end and did not return to home position after firing. The device was removed from the patient by hand. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.